Event description:
It was reported that the procedure was to treat a mildly tortuous, moderately calcified, concentric, 90% stenosed lesion in the proximal circumflex. A non-abbott guide wire was advanced to the left anterior descending artery (lad) and an elite ii guide wire was advanced to the circumflex for side-branch protection. The 3.0 x 12 mm nc trek balloon catheter was advanced to the lesion without problems. The nc trek balloon catheter was inflated for a first time but the balloon ruptured at 10 atmospheres (atm) and it was intended to be pressurized up to 12 atms. A non-abbott 3.0 x 10 mm balloon catheter was used for further dilatation and a 3.0 x 12 mm xience xpedition stent was implanted. Once the balloon catheter was removed from the anatomy, the balloon catheter was pressurized and a pinhole rupture was confirmed. The balloon was soaked in saline prior to use and air was pulled outside the anatomy prior to use. There was no resistance noted during advancement or removal. There was no resistance noted during removal of the protective sheath. There was no clinically significant delay in the procedure or adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.